Event description:
It was reported that there was disconnection of the polyaxial heads. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product codes: mnh, mni, kwq, kwp. (B)(6). A review of the DHR for this lot has been requested. The additional evaluation visual inspection revealed the disconnection of the polyaxial heads. The part was manufactured according to our specifications. No product defect could be detected.

Event description:
The mirs system was used to repair a fracture of the 7th thoracic vertebrae. Fenestrated 5mm polyaxial screws were placed in the 5th and 6th thoracic vertebrae for in situ cement augmentation in a typical manner. After docking, locking of the longitudinal members and shearing of the screw bodies, the final x-ray shows a disconnection of the polyaxial heads from the screw bodies, which until then was not noticeable. This problem occurred with 3 5 mm screws. There were no abnormalities in the surgical procedure. In correcting the situation, it was noticeable that the heads of the cement-augmented intrapedicular screws that remained had all been filled in by cement, so that even removal of the screws would have been difficult (that was not necessary in this concrete case).